Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected information added to fields b5, h6 component code, and h6 problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was dirt (foreign material) inside the light-guide lens. However, the exact source of the dirt (foreign material) could not be identified. The foreign material was not on the external surface of the device; therefore, it could not be removed by reprocessing. It is likely that the light-guide lens was damaged due to physical stress from hitting or dropping the distal end, chemical stress from exposure to chemical solutions, or a combination of both. As a result, humidity invaded the light-guide lens, leading to corrosion. Additionally, based on the results of the investigation, it was confirmed that foreign material had adhered to the forceps elevator arm, but the specific material could not be identified. It was also confirmed that there were no deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was found at the locations where foreign material was present. The root cause could not be determined. The instruction manual states the detection method associated with the event " foreign material adhered in light-guide lens" in evis exera ii tjf type q180v operation manual chapter 3. The instruction manual states the detection method associated with the event "corrosion around forceps elevator-arm" in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection and preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is confirmed that there was no deviation from the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
Evaluation also found corrosion around the forceps elevator.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited signs of corrosion mixed with foreign material in the light guide lens. There were no reports of patient involvement.